Event description:
It was reported that this brady lead was a case of an attempted implant with reason unknown. A new lead was implanted. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).